Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory also indicated the criteria for the right ventricular lead integrity alert were met and that the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an audible alert and went to the emergency room. It was found that the right ventricular (rv) lead exhibited intermittent high pacing impedances. Noise and high pacing impedance were able to be reproduced with maneuvers. The rv lead was re-programmed until the patient¿s scheduled lead revision procedure. A couple days later at the lead revision procedure the rv lead was capped and replaced. No patient complications have been reported as a result of this event.